Event description:
Per dealer, quad link broken at end dealer feels not patient abuse.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.